Event description:
Acct reports that the personnel in the or reported that the stopcocks leaks at the handles. There have been no reported pt injuries or medical intervention needed to prevent serious injury. Acct charge nurse states that they feel this may be a "user" issue and that the personnel are utilizing the stopcock as a 4-way instead of a 3-way stopcock.